Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, when the surgeon tried to use the depth gauge, it was found to be broken. He used other depth gauge and finished the surgery.

Manufacturer narrative:
The reported event of the depth gauge breakage could be confirmed, since the device was received and met the reported failure mode. According to the investigation, the root cause was attributed to a r&d-related issue. During pms trending, a potential recurring situation was identified for the device and the failure mode at issue. Therefore, a potential nc (#827336) was opened. During this potential nc investigation, it was found that the refs identified in the potential nc had a similar design to the ones already addressed by CAPA #(B)(4) (stating that the material combination of hook and plunger was hard to weld and that when bending the depth gauge, the bending forces acted directly on the welding seam leading potentially to the breakage). Therefore, it was decided to implement the design improvement of CAPA #(B)(4) for the additional refs of this potential nc, and thus for the ref at issue (62-00018). Product surveillance will continue to monitor complaints of this type for adverse trends. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or manufacturing related problems were found during the investigation.

Event description:
During surgery, when the surgeon tried to use the depth gauge, it was found to be broken. He used other depth gauge and finished the surgery.